Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the intended procedure type was unknown. But confirming that another camera was used to complete the case without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the pitch black image was caused by a faulty cable. However, the specific root cause of the faulty cable could not be identified at this time. In addition, the following non-reportable malfunctions were found during the device evaluation. Printing on label is faded and rear packing rubber is chipped. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that when she plugged in her olympus 4k autoclavable camera head the screen was black. According to the initial reporter, this took place during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.